Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was unable to charge the ins because they were seeing the reposition antenna screen on the ins recharger (insr). The patient reported the last time they charged the ins was ¿probably a week ago, maybe a week or two¿. The patient reported they are able to connect with their patient programmer (pp) and turn the implant on/off. The patient reported they have had trouble with this for ¿probably a month and a half¿ but was always able to resolve by ¿messing with it¿. The patient reported the last 3 or 4 days they had not been able to make a connection at all with the ins recharger (insr) but were successful with the pp. The patient mentioned the fall that was previously reported. A replacement antenna was sent but the patient was advised to reach out to a healthcare professional (hcp) if the issue does not resolve. No further complications were reported/expected.

Event description:
The patient reported that their therapy has stopped due to a power on reset (por) error message. The patient also stated that their programmer was not working, but confirmed the por was on the programmer. The patient mentioned that they fell about 3 weeks prior to the report, and landed on their side where the device was, and broke their hip. The patient was in the hospital for a hip surgery. When they came home from the hospital, their device seemed to be working fine. The patient noted that some days, they are in so much pain from the fall that they forgot to turn on their device, so it hadn¿t been used in a couple of days. The patient had tried using their recharger the day prior to the report, but it also showed the por warning screen. The por message could not be cleared. The patient was redirected to their healthcare provider to have their device checked. The patient was not sure who their healthcare provider was. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
(B)(4) no longer applicable to event a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative, and they were able to get their stimulation going right away. The patient was thankful to have their stimulation again after 2 weeks without it, as it was a big relief. The patient¿s weight was (B)(6) pounds at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.